Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was symptomatic with dizziness. A transmission showed multiple atrial tachycardia/atrial fibrillation episodes where the atrial lead had oversensing. A similar event like this was observed at a prior time and it was resolved with a change in sensitivity. The lead was reprogrammed again and remains in use. No further patient complications have been reported as a result of this event.